Manufacturer narrative:
A ge service rep performed an on site investigation. No failure of the device could be identified. The staff were advised on proper charging procedure to avoid overcharging the batteries. Also, per the engineer, checked uniformity of blank field, it appears non-uniform and consistent with other c-arms that have had extensive use. The system was found to be working as intended.

Event description:
The customer reported the system displayed artificates in the image and intermittent battery charge fail error messages. No report of pt injury.